Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. (Weight)

Event description:
Manufacturer reference number: 3006705815-2024-00452. It was reported that following a fall, patient experienced ineffective therapy. Further investigation revealed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2023 where the leads were repositioned to address the issue. Reportedly, effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.